Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers 3006705815-2021-01012. It was reported that the patient was scheduled for a lead replacement for high impedance on (B)(6) 2021 (see 3006705815-2021-00881, 3006705815-2021-00880). During the procedure, the physician was unable to place the lead in the desired location dur to patient anatomy. In turn, the physician opted to abandon the procedure.